Manufacturer narrative:
Concomitant device: xcm biologic tissue matrix, ref: xm108 20305, lot: knc0145. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, failure of mesh, loop of wadded up bowel entangled with mesh, adhesions, scarring, and necrosis. Post-operative patient treatment included revision surgery, small bowel resection, and mesh removal surgery.